Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 628686- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, abdominal pain, nausea, vomiting, dehydration, leg pain, unilateral leg swelling, uterine bleeding and lower abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2008: procedure: essure tubal ligation, coils: right 3, left 6. (B)(6) 2008, pelvic ultrasound, impression: small bilateral ovarian cysts, consistent with normal follicular cysts. Moderate free fluid in the pelvis. (B)(6) 2008, left lower extremity vascular ultrasound, impression: no sonographic evidence of deep ve!1.0us thrombosis from the groin to the knees of the left leg. As part of this evaluation, the left calf veins were interrogated and demonstrate no evidence of thrombosis (B)(6) 2008, procedure: CT abdomen/pelvis. Impression: 1. Small amount of free fluid in the pelvis of uncertain etiology. Essure devices appear aligned within the fallopian tubes 2. Otherwise no acute intraabdominal or intrapelvis abnormally. (B)(6) 2009, pelvic ultrasound: findings: transabdominal imaging of the pelvis demonstrates the uterus to be anteverted and normal in size measuring 10.1 x 4.2 x 5.7 cm. Bilateral echogenic essure occlusion devices are in the adnexa. Limited imaging of the bladder was normal. (B)(6) 2009, surgical pathology report: specimen -uterus, cervix, bilateral tubes final diagnosis: uterus and cervix, bilateral fallopian tubes :cervical intraepithelial . Neoplasia-I , secretory endometrium leiomyoma, benign fallopian tube segments. (B)(6) 2008, removal details, finding: upon entering her abdominal cavity she was found to have normal tubes bilaterally, with no evidence of edeme or inflammation. Palpate the essure in fallopian tube bilaterally. She had normal ovaries, and she had normal uterus, with possible small fibroid on the left posterior aspect of her uterus. She had normal appendix, normal upper abdomen. She did have small area of some scarring down in her right lower quadrant on the anterior bladder area consistent with possible endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, right side pain / chronic pelvic pain") in a 32-year-old female patient who had essure (batch no. 628686 not valid,85586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis in 2011 and fibromyalgia in 2011. Concurrent conditions included ovarian cyst, abdominal pain, nausea, vomiting, dehydration, leg pain, unilateral leg swelling, uterine bleeding, lower abdominal pain and depression since 2008. Concomitant products included gabapentin since 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), amnesia ("neurological conditions d or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / lower abdomen mostly right side"). The patient was treated with surgery (remove the essure implant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, amnesia, dysmenorrhoea, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, amnesia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2008: total bilateral occlusion. Diagnostic results: (B)(6) 2008: procedure: essure tubal ligation, coils: right 3, left 6. (B)(6) 2008, pelvic ultrasound, impression: small bilateral ovarian cysts, consistent with normal follicular cysts. Moderate free fluid in the pelvis. (B)(6) 2008, left lower extremity vascular ultrasound, impression: no sonographic evidence of deep ve!1.0us thrombosis from the groin to the knees of the left leg. As part of this evaluation, the left calf veins were interrogated and demonstrate no evidence of thrombosis (B)(6) 2008, procedure: CT abdomen/pelvis impression: 1. Small amount of free fluid in the pelvis of uncertain etiology. Essure devices appear aligned within the fallopian tubes 2. Otherwise no acute intraabdominal or intrapelvis abnormally. (B)(6) 2009, pelvic ultrasound: findings: transabdominal imaging of the pelvis demonstrates the uterus to be anteverted and normal in size measuring 10.1 x 4.2 x 5.7 cm. Bilateral echogenic essure occlusion devices are in the adnexa. Limited imaging of the bladder was normal. (B)(6) 2009, surgical pathology report: specimen -uterus, cervix, bilateral tubes. Final diagnosis: uterus and cervix, bilateral fallopian tubes :cervical intraepithelial. Neoplasia-I , secretory endometrium leiomyoma, benign fallopian tube segments. (B)(6) 2008, removal details, finding: upon entering her abdominal cavity she was found to have normal tubes bilaterally, with no evidence of edeme or inflammation. Palpate the essure in fallopian tube bilaterally. She had normal ovaries, and she had normal uterus, with possible small fibroid on the left posterior aspect of her uterus. She had normal appendix, normal upper abdomen. She did have small area of some scarring down in her right lower quadrant on the anterior bladder area consistent with possible endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: lot number added. Events added from pfs- psychological or psychiatric problems condition: depression/ anxiety, migraines / headaches, neurological conditions d or problems type: memory loss, dysmenorrhea (cramping), fatigue, lower abdominal pain. Outcome of event pelvic pain was updated. Aka name, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, right side pain / chronic pelvic pain") in a 32-year-old female patient who had essure (batch no. 628686-not valid,85586-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis in 2011 and fibromyalgia in 2011. Concurrent conditions included ovarian cyst, abdominal pain, nausea, vomiting, dehydration, leg pain, unilateral leg swelling, uterine bleeding, lower abdominal pain and depression since 2008. Concomitant products included gabapentin since 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), amnesia ("neurological conditions d or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / lower abdomen mostly right side"). The patient was treated with surgery (remove the essure implant, salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, amnesia, dysmenorrhoea, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, amnesia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2008: total bilateral occlusion. Diagnostic results: (B)(6) 2008: procedure: essure tubal ligation, coils: right 3, left 6. (B)(6) 2008, pelvic ultrasound, impression: small bilateral ovarian cysts, consistent with normal follicular cysts. Moderate free fluid in the pelvis. (B)(6) 2008, left lower extremity vascular ultrasound, impression: no sonographic evidence of deep ve!1.0us thrombosis from the groin to the knees of the left leg. As part of this evaluation, the left calf veins were interrogated and demonstrate no evidence of thrombosis 19-jun-2008, procedure: CT abdomen/pelvis impression: 1. Small amount of free fluid in the pelvis of uncertain etiology. Essure devices appear aligned within the fallopian tubes 2. Otherwise no acute intraabdominal or intrapelvis abnormally. (B)(6) 2009, pelvic ultrasound: findings: transabdominal imaging of the pelvis demonstrates the uterus to be anteverted and normal in size measuring 10.1 x 4.2 x 5.7 cm. Bilateral echogenic essure occlusion devices are in the adnexa. Limited imaging of the bladder was normal. 15-oct-2009, surgical pathology report: specimen -uterus, cervix, bilateral tubes. Final diagnosis: uterus and cervix, bilateral fallopian tubes :cervical intraepithelial . Neoplasia-I , secretory endometrium leiomyoma, benign fallopian tube segments. (B)(6) 2008, removal details, finding: upon entering her abdominal cavity she was found to have normal tubes bilaterally, with no evidence of edeme or inflammation. Palpate the essure in fallopian tube bilaterally. She had normal overies, and she had normal uterus, with possible small fibroid on the left posterior aspect of her uterus. She had normal appendix, normal upper abdomen. She did have small area of some scarring down in her right lower quadrant on the anterior bladder area consistent with possible endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 628686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, abdominal pain, nausea, vomiting, dehydration, leg pain, unilateral leg swelling, uterine bleeding and lower abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2008: procedure: essure tubal ligation, coils: right 3, left 6. On (B)(6) 2008, pelvic ultrasound, impression: small bilateral ovarian cysts, consistent with normal follicular cysts. Moderate free fluid in the pelvis. On (B)(6) 2008, left lower extremity vascular ultrasound, impression: no sonographic evidence of deep ve!1.0us thrombosis from the groin to the knees of the left leg. As part of this evaluation, the left calf veins were interrogated and demonstrate no evidence of thrombosis. On (B)(6) 2008, procedure: CT abdomen/pelvis. Impression: 1. Small amount of free fluid in the pelvis of uncertain etiology. Essure devices appear aligned within the fallopian tubes 2. Otherwise no acute intraabdominal or intrapelvis abnormally. On (B)(6) 2009, pelvic ultrasound: findings: transabdominal imaging of the pelvis demonstrates the uterus to be anteverted and normal in size measuring 10.1 x 4.2 x 5.7 cm. Bilateral echogenic essure occlusion devices are in the adnexa. Limited imaging of the bladder was normal. On (B)(6) 2009, surgical pathology report: specimen -uterus, cervix, bilateral tubes. Final diagnosis: uterus and cervix, bilateral fallopian tubes :cervical intraepithelial . Neoplasia-I , secretory endometrium leiomyoma, benign fallopian tube segments. On (B)(6) 2008, removal details, finding: upon entering her abdominal cavity she was found to have normal tubes bilaterally, with no evidence of edeme or inflammation. Palpate the essure in fallopian tube bilaterally. She had normal ovaries, and she had normal uterus, with possible small fibroid on the left posterior aspect of her uterus. She had normal appendix, normal upper abdomen. She did have small area of some scarring down in her right lower quadrant on the anterior bladder area consistent with possible endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from (B)(6) 2008 and removed date from (B)(6) 2008. Events vaginal haemorrhage, menorrhagia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant). Essure was removed in (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.